Manufacturer narrative:
(B)(4) concomitant medical products: articular surface, item# 00596204012, lot# unknown. Unknown knee stem. Unknown knee augment. Report source - (B)(6). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately ten years and three months¿ post implantation due to collapsed tibial plate from prior surgery. When surgeon removed the old tibial plate, it was discovered that the plate had cracked posteriorly. There is no additional information available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual inspection of the returned device confirmed that the tibial tray has fractured. Sem#: 2007-006 states that the fracture indicates the fatigue failure mode. Xrf analysis found the tibial tray material is consistent with ti6-4 titanium alloy. X-ray review by mmi states that there is extensive radiolucency along the tibial implant stem and to a lesser degree the tibial tray. The stem is abnormally angled anteriorly and laterally with resulting abnormal varus angulation of the arthroplasty components. The tibial implant is loose and there is medial and posterior tray subsidence. The bones are osteopenic. Radiographically, a definite implant fracture is not identified. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.